Manufacturer narrative:
The insulin pump was received with a cracked end cap, cracked lcd window, cracked case at a display window corner, cracked battery tube threads, and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she dropped her insulin pump and cracked it and it has not been working properly ever since. The patient's blood glucose at the time of incident was 106 mg/dl. The customer is able to fill the reservoir but then half of the insulin disappears from the pump. The right side of the pump opposite the reservoir compartment is damaged; there is a cracked and loose piece. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.